Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that after all the electrodes were set for a parotidectomy procedure, the doctor confirmed that all electrodes on the monitor were checked. However, when the doctor did further testing by patting the patient's face, he found that there was no reaction from the nerves of chin, the purple electrode. The doctor tried to reset the electrode and checked all the connections, however there was still no reaction. Finally, the doctor used a different purple electrode to complete the surgery. The second purple electrode could function properly with the same mainframe. There was no error code displayed on the monitor. The hcp noted that it was the initial use of the electrode. The problem was noticed during testing, therefore there was no stim value since the doctor had not used the probe when the problem was noticed. The surgery was delayed for about 10 minutes. There was no patient impact or injury.

Manufacturer narrative:
The resistance between needle and connecting pin shall measure less than 2.0 ohms and exhibit infinity between needles or connecting pins; analysis found that the actual measurements were - the violet / purple electrode poles measured 1.6 and 1.7 ohms, the orange poles measured 1.7 and 2.3 ohms and there was a short circuit between poles. The orange electrode was out of specification. Visually, there was no external damage to the plugs or wires which indicates internal damage. If information is provided in the future, a supplemental report will be issued.